Event description:
A vad pt using dual drive console (ddc) was ambulating in hosp hallway with rn's. After only 10 mins the ddc sounded its audible low battery alarm, and almost immediately thereafter, shut down. The pt was supported with the emergency hand pump and returned to their room, where the ddc was plugged into ac power and resumed proper function. The pt was transferred to a backup vad drive console. The pt remained stable throughout the event. Failure investigation determined that the malfunction was due to the battery pack in the uninterruptable power supply (ups) system being used beyond its recommended service life.